Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the black box and alarm history did not reveal any evidence of call service alarm 006 (cs006). During testing, ez-prime steps were performed correctly without cs006 or any errors, alarms or warnings occurring. Investigation did not confirm or duplicate the alleged cs006 issue. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad and the display screen was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue; cs alarm 006 memory error. Alarm occurs with every reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.